Manufacturer narrative:
The device associated with this reported was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the pt had a painful joint and is being converted to a total with the addition of a 48mm anchor peg glenoid. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because of pain.